Event description:
It was reported that this health care professional (hcp) called to help program the implantable cardioverter defibrillator (ICD) for magnetic resonance imaging (MRI) protection. The system is not MRI conditional due to a non-bsc lead with this device. The shock lead impedances for the right ventricular (rv) lead were also found to be high out of range. The hcp decided to continue with the MRI, even with the shock lead impedances being high out of range. The ICD remains in service. No adverse patient effects were reported.